Event description:
The customer stated that she was hospitalized due to low blood glucose levels, and the hospital staff or the paramedics lost her transmitter. Advised the customer that lost devices are not replaced. Advised to speak with hospital staff or her insurance to get a new one. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2013-98641.